Manufacturer narrative:
The downloaded data shows the device produced an 0x40 alarm code, indicating a rotational sensor malfunction. The drive mechanism was inspected, and no damages or deficiencies were found that would contribute to this alarm. No damages or defects were found that would indicate a failure to deliver insulin. Corrosion was observed on the pcb and batteries. A leak test was performed and no leakages were observed. The cause of the corrosion could not be determined. Serial no changed from (B)(4) to (B)(4). Unique identifier (UDI) # changed from (B)(4) to (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) high blood glucose (bg) levels and vomiting, while wearing the pod on the abdomen between 24 and 36 hours. At the hospital, the patient was placed on an intravenous (IV) of insulin, fluids and potassium.